Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient was having a revision because she did not like the position of the device in the pocket. In the operating room, the communicator was not communicating with the ins. The rep turned the communicator off/on twice and then was able to make a connection. All impedances were checked and were good. The revision was successful. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep). It was reported that the device moved toward the spine in the pocket. No further complications were reported.